Manufacturer narrative:
The reason for this complaint was to report that the retaining ring on a custom neck trial failed intraoperatively. The healthcare professional indicated the event occurred during surgery near the patient. Another suitable device was not available, but surgery was completed as intended after a 30-minute delay. No risk or adverse events are reported. The device was returned to (B)(4) on 6 aug 2015. The trial was returned with the complaint in two pieces, which were visually inspected. The drawing item #3, "weld plate" has dissociated from the trial body, confirming the complaint. The trial is in excellent condition, aside from the dissociated component. Inspection of the weld surfaces at approximately 10x magnification with fiber optic lighting shows little evidence of weld penetration on any of the four longer prongs or on the weld plate. Per the rev c drawing, a v-groove weld is to be made all around to a depth of .06", then finished to a flush contour. The welding process, such as gas tungsten arc welding (gtaw) or laser beam welding (lbw), is not specified. The thickness of each prong at the end to be welded is nominally only .0525" ((ø.492-ø.387)/2), so the specified weld depth of .06" all around is not really possible. The actual weld on the returned trial appears to be a laser weld (lbw) on the outside edge of each of the four prongs, with little penetration depth. The device history record (DHR) shows that lot 313r1900 consisted of two (2) pieces and completed manufacture on 6 may 2015. There are no non-conforming material reports associated with the lot. The DHR evidences that both trials from this lot met critical dimensions and specifications when released from (B)(4). It should be noted that weld penetration cannot be confirmed during inspection, and as stated above, the returned part appears to have inadequate weld depth. The DHR shows the instruments had been in service for approximately two months at the time of the complaint. The product complaint report history shows there are no other complaints against the part number s-200635 trial. A product action is necessary to prevent another occurrence of this same failure mode. The second trial from lot 313r1900 should be requested back from the surgeon as it is likely manufactured with similar inadequate weld penetration. A drawing change is underway to specify gtaw as the weld process. The weld depth should also be corrected as part of the drawing change. The root cause for this complaint is the welds, which are intended to fuse the body of the trial to the weld plate, were not made to an adequate depth. Possibly contributing to the failure is the specified weld depth of .06" all around is not achievable since the material is only nominally .0525" thick.

Event description:
Instrument failure - the retaining ring on the custom neck trial failed intraoperatively.